Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of sensing anomaly could not be confirmed in the laboratory. No anomaly was found and the lead was normal. The damage found was sustained during the surgical procedure.

Event description:
It was reported that a decrease in r wave sensing had occurred. The lead was explanted and replaced. No adverse events were reported.